Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for evaluation but has not yet been returned. If the device is received the investigation will be performed and a supplemental report will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a splenic aneurysm embolization case, the coil couldn't go through the glidepath. When the physician pulled the coil out of the catheter, the coil detached inside. A new catheter was used and the procedure was successful. No harm or injury was reported.

Manufacturer narrative:
A supplemental is being submitted to indicate that this report (2032493-2022-00308) was accidentally sent as a duplicate of 2032493-2022-00307. Please disregard this report and refer to the original report, 2032493-2022-00307.